Event description:
A caller reported experiencing a tandem mobi cartridge alarm, which was confirmed by technical support as cartridge alarm 34. The customer's blood glucose level did not exceed 500 mg/dl, indicating no adverse impact. Technical support educated the caller about the potential cause of the alarm being exposure to magsafe magnets and instructed the caller to remove the cartridge and deliver a 9-unit bolus. The plan was to replace the malfunctioning pump, and the caller was advised on actions to take with the replacement and the return process of the defective pump. The customer acknowledged all instructions and would continue using the current pump along with multiple daily injections as backup therapy.